Event description:
It was reported that there were white floating particles in a small volume intermate. This occurred before use after the device was compounded with ceftriaxone. No patient involved. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 15a008 was manufactured from january 9, 2015 ¿ january 12, 2015. The device was received for evaluation. Visual inspection revealed white particulate matter approximately 2.09mm in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition was not determined. A CAPA currently exists that addresses this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.